Event description:
It was reported that when an asymptomatic patient presented in clinic, non sustained lead noise due to post paced t-wave oversensing on the ventricular lead was noted on a stored egm. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.